Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. (Emdr (B)(4) / insulet internal number (B)(4)) was submitted on 09/november/2023 and only successfully received an ack1 acknowledgement on the same day. The missing acks were identified and an FDA was contacted on 14/november/2023 through FDA portal ticket 375995. Guidance was given by (B)(6) on ((B)(6) 2023) stating, ¿there was some system issue, kindly resend the submission and update the submission details to track and process.¿ this emdr has been resubmitted per that guidance.

Event description:
A patient reports while activating a pod the cannula failed to deploy and the pods pink slide had not moved forward. The pod was not worn.